Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that a recent CT scan during a routine follow-up showed the aortic neck was 28.3 mm proximally, 30.4 mm and 31.9 mm distally. There was also a 28.8 mm diameter left cfa aneurysm and a 24.5 mm diameter right cfa aneurysm. There was a proximal type I endoleak and bilateral distal type I endoleaks. Currently the aneurysm is 7.1 cm in diameter. The type I endoleaks were attributed to disease progression, dilatation of the aortic neck and iliac arteries. The stent grafts were explanted one week later. The explanted stent grafts were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine. Review of returned films 7.5 years post-implant revealed that the bifurcate was several cm's below the renals (most likely had migrated), and there was a proximal type I endoleak. The proximal neck diameter was 27-28mm, and the neck was angulated 90deg (l-r) and 60deg (p-a). The ipsilateral limb and extension were on the left side, and the contralateral limb was on the right. The maximum aaa diameter was 6.6cm. There was no distal sealing within either of the iliac limbs. The contralateral/right limb has pulled out of the right iliac aneurysm (which measured 4cm in diameter), and the left limb extension had pulled out of the left iliac aneurysm (which measured 3.2cm). A section of the stents from near the distal end of the ipsilateral extension were found to have pulled away several mm's from the stent graft fabric (with likely stent fractures). The cause of the migration leading to the proximal and distal type I endoleaks was likely due to disease progression and morphology changes; vessel dilatation and neck angulation. The cause of the stent fractures are unknown, and earlier post-implant images were not provided.

Manufacturer narrative:
(B)(4).